Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle would not tighten on holder and safety shield separated with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: went to screw on bd eclipse vacutainer needle onto to vacutainer holder and needle would not tight, just kept turning. Unit came apart. Could separate cap with seal still in tact and safety device from the needle. This left exposed needle stuck in hub bd eclipse vacutainer needle.

Event description:
It was reported that the needle would not tighten on holder and safety shield separated with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: went to screw on bd eclipse vacutainer needle onto to vacutainer holder and needle would not tight, just kept turning. Unit came apart. Could separate cap with seal still in tact and safety device from the needle. This left exposed needle stuck in hub bd eclipse vacutainer needle.

Manufacturer narrative:
Investigation summary bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see section h.10.